Manufacturer narrative:
The investigation did not identify a specific product problem. The cause of the event could not be determined. The issue was consistent with a lower than intended target concentration in the sample volume analyzed by the assay.

Manufacturer narrative:
The eplex base serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a false negative result for staphylococcus aureus using the eplex blood culture identification panel - gram positive (bcid-gp) panel on an eplex base. The eplex detected staphylococcus but did not detect staphylococcus aureus. The culture recovered staphylococcus (mssa-methicillin-susceptible staphylococcus aureus).